Event description:
Event description: it was reported that the hip revision procedure is being undertaken due to a loose femoral stem related to the cement mantle. The surgeon plans to retain the existing pinnacle acetabular shell, remove the intact ceramic liner, and replace it with a pinnacle dm liner to improve stability. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 4582. Device: 4001. Reference reports: mw5190228, mw5190229, mw5190230. This report captures ceramic v40 femoral head #1.